Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated in-house with retention products of the reported lot number. Retention products were tested with an hcg urine standard at the qc cut-off. All of the tests produced positive results at the read time and met qc release specifications. Manufacturing batch record review did not uncover any abnormalities. The patient's serum quant was 51 miu/ml. According to pi, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient tested with a home pregnancy test and received a positive test result. On (B)(6) 2018, the patient went to the physician's office for confirmatory testing. Before 10am a urine sample was collected and a consult hcg urine cassette produced a negative hcg result. A positive result was expected since the patient's last menstrual period was over thirty days prior. A serum quantitative test was subsequently ordered and produced an hcg result of 51 miu/ml. Troubleshooting was conducted with the customer. The customer was advised that some patients may test negative early in the pregnancy if the urine hcg is below the 20 miu/ml cut-off, or very dilute urine specimens may not contain representative levels of hcg.